Manufacturer narrative:
The reported event could be confirmed, since during functional inspection, abnormal resistance was felt when pulling and pushing the sleeve inside the most proximal hole of the targeting arm. The device inspection revealed the following: the examination of the arm revealed obvious signs of damage around the most proximal hole at the underneath side. This most likely comes from handling of the device during previous uses. However, it did not modify the hole geometry (according to an additional dimensional inspection) and therefore did not contribute to the event. The sleeve could be inserted trough the most proximal hole. However, it did not pass easily through the hole as intended. Efforts were necessary to insert and remove the sleeve from the hole; abnormal resistance was felt. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The root cause of the event remains undetermined, since the inspection revealed the targeting arm dimensions are confirming to specifications. It cannot be excluded that damage to the inside mechanism (button) could have contributed to the event. However, it would required destructive testing and therefore cannot be performed. As a reminder, the instructions for use state the following: before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure. If more information is provided, the case will be reassessed.

Event description:
As reported: "the sleeve did not pass through the oblique hole in the targeting arm femur gt. The button was pushed but the sleeve did not go through. Hammering the sleeve while pressing the button only advanced it a little. When pulling out the sleeve, it could not be manually pulled out; the sleeve had to be clamped with pliers and beaten out with a hammer. Finally, the screw could not be inserted into the hole where it should be inserted".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the sleeve did not pass through the oblique hole in the targeting arm femur gt. The button was pushed but the sleeve did not go through. Hammering the sleeve while pressing the button only advanced it a little. When pulling out the sleeve, it could not be manually pulled out; the sleeve had to be clamped with pliers and beaten out with a hammer. Finally, the screw could not be inserted into the hole where it should be inserted".